Event description:
It was reported that the patient passed away due to natural causes. No additional information was reported. No autopsy was performed and the device was not explanted. The device would not be returned for evaluation.

Manufacturer narrative:
Patient weight requested but not yet provided. Serial number requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The pump was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU rev. C is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.